Event description:
It was reported that during a stent assisted coil embolization procedure, a leak was observed distal to the hub of the microcatheter. The microcatheter was removed, and the procedure was continued with a similar device. There was no reported clinical consequence to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Additional information from the user facility stated that the physician had cut the catheter to be able to remove the stent delivery system outside of the patient. Visual inspection of the returned catheter noted that it was in three sections, the hub section measured 6.7cm, mid section 4.5cm and distal section 147.9cm. The mid section was observed to be stretched and the proximal section had multiple kinks. The reported leak could not be verified by product analysis due to the condition in which the device was returned. A mandrel was advanced without resistance through the hub section, and it could not be advanced through the mid section due to stretching. The mandrel was advanced through the remaining catheter section and a large amount of blood was observed to have exited the distal section of the microcatheter's shaft. Due to the fact that the customer had cut the device prior to its return it was not possible to verify the reported leak by analysis and therefore, it was not possible to determine the cause of the reported leak.

Event description:
It was reported that during a stent assisted coil embolization procedure, a leak was observed distal to the hub of the microcatheter. The microcatheter was removed, and the procedure was continued with a similar device. There was no reported clinical consequence to the patient.